Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was one high defibrillation lead impedance measurement on the right ventricular lead. Fluoroscopy was performed and no damage was noted on the lead. The lead was capped and replaced on (B)(6) 2017 and the patient was stable with no patient consequences.